Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, the universal surgical manipulator (usm) 4 arm malfunctioned with a sureform 45 stapler installed, causing the instrument jaws to become stuck on tissue and preventing release. An error message was displayed. Technical support identified arm cannula sensor errors. The instrument release key was able to be successfully used for the first stapler, rendering that instrument unusable. A backup stapler was then used, but the issue recurred, requiring the surgeon to cut tissue around the jaws for removal and to be opened outside of the body. No fragments remained in the patient, and the procedure was successfully completed robotically with all four arms.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the stapler to perform failure analysis. A remote log review by intuitive surgical, inc. (Isi) technical support engineer (tse) identified sensor issues with universal surgical manipulator (usm) 4 and usm1. Usm 4 was replaced by an isi field service engineer (fse) after reproducing the issue. Usm1's error was resolved after a restart. The surgeon side console armrest was also replaced due the customer noting persistent issues with delayed finger clutch response which was able to be worked through by using the foot switch instead of the hand switch. The system was verified as ready for use. Moisture following cleaning was suspected as a contributing factor. Additional training in device cleaning and use of the instrument release key was going to be provided to the customer. A log review was performed the data showed that the sureform 45 instrument part no 480445-06, lot no l15250213-0057, was installed on the system 4 times and fired 4 reloads (3 blue, followed by 1 white). On each install, all clamps were successful, and the stapler fires were completed with no pauses for compression. The final unclamp was shown as successful, however approximately 1 minute later, the emergency stop button was pressed by the user on surgeon side console. Use of the e-stop is represented by an error code. Shortly after using the e-stop, another error appeared, indicating the use of grip release tool was detected on the instrument, which resulted in the force expiration of the instrument by the system. The instrument was removed and not used in the procedure again. There were no additional stapler-related errors in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information/device evaluation: intuitive surgical, inc. (Isi) has received the sureform stapler involved with the event; however, the failure analysis evaluation has not been completed. Failure analysis was completed on the universal surgical manipulator (usm) arm (part no. 380647-33, serial no. (B)(6). The usm was returned for evaluation following a reported error. This error was confirmed but could not be replicated during testing. The error reflects a ¿cannula sensor error¿, confirming that the fault was present in the field. Visual inspection revealed no issues related to the reported event. The usm was installed onto a testing platform, where all relevant testing was passed within specification. Subsequent inspection of the cannula printed circuit assembly (pca) did not reveal any faults. Based on these findings, failure analysis concluded that the cannula pca is consistent with the reported event and may be a potential cause of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 stapler was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument underwent external and internal visual inspections, no issues were detected. The instrument passed the recognition, engagement and initialization tests and moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the clamping test, the compression test and the firing test. During the log review, errors were found indicating that the manual release knob was used to unclamp the jaws of an instrument during the procedure. No other errors were found in the data logs reviewed.